Event description:
The customer stated that she was hospitalized due to low blood glucose. The reported blood glucose reading at the time of the hospitalization was 36 mg/dl. The customer stated that she feels the insulin pump may have delivered too much insulin. Troubleshooting was performed and the programming on the insulin pump was accurate. It was found that the insulin pump was reading the reservoir volume within specifications. The customer stated that she changed her infusion set the day prior to the event and that she was disconnected during the manual prime. The customer also stated that she had a high blood glucose reading prior to the low blood glucose reading that she treated with a bolus on the insulin pump.

Manufacturer narrative:
Currently,it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.